Event description:
I was injected with the triple dose of synvisc in my right knee(B)(6) 2011. I had arthroscopic knee surgery and as a result the outcome was I need full knee replacement. To alleviate the pain I had this injection, which really hurt. Since then I have experienced every one of the adverse reactions as listed. Difficulty breathing, headache, nausea, constipation, stomach aches, leg cramping (not the right knee), joint discomfort, rash and itchiness on arms, shoulder joint hurts, upset stomach, gas pain (suppository helped). Lower back pain. I called the knee surgeon and she thought I should see my primary care physician, she thought I had a urinary tract infection. I do not have one. These symptoms occurred 2 days after the injection. I do not know if the ultimate results would benefit all this discomfort. The pain in my right knee is different now.